Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Reportedly, customer changed site, tubing and cartridge and resumed insulin. Subsequently, customer experienced a blood glucose (bg) level ranging from 400 to 600 mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids of saline, and protein. Reportedly, the customer was released 2 days later with the issue resolved and no permanent damage.